Manufacturer narrative:
Two devices were returned and evaluated. The evaluation result is as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device #048779-a was received with the needle release button in the depressed (step 2 of 2} position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device. Device #048779-b was received with the needle release button in the unused position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reportedl that on (B)(6) 2021 that the needle released on its own. The patient mentioned that she did not bump into anything. The patient has saved v-go device in question.